Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.7 added information as it was inadvertently omitted from the initial manufacturer device report number 220648-2025-26402. E.1 fax number reported on the initial manufacturer device report number 220648-2025-26402 was incorrect.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that after impella cp was placed in a 78-year-old male, staff were unable to doppler pulses on the right lower extremity. A formal duplex study was ordered of right lower extremity (rle) showing no flow down the leg. At this time, the patient had poor prognosis and as a result, the family decided to make patient comfort care and withdraw supportive measures. The patient subsequently expired.